Event description:
It was reported that the anchor broke on the device that secures the band. The device was delivered to the patient, and the patient first used the device on (B)(6) 2025. The patient reported the issue on (B)(6) 2025. The patient stopped using the device on (B)(6) 2025. The patient didn't suffer any injury, and there was no medical intervention. The device was cleaned with a mild detergent soap in the morning, not soaked, and left dry in case during the day.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). .

Manufacturer narrative:
Additional data: d4 the device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).